Manufacturer narrative:
The reported complaint of the customer's autopulse platform not powering on was not confirmed during the initial functional testing. The returned autopulse platform (serial # (B)(4)) powered on properly using multiple known good autopulse li-ion batteries. The autopulse platform functions as intended. Unrelated to the reported complaint, a damage front enclosure was observed during visual inspection. This type of physical damage on the autopulse platform may likely attributed to mishandling. The damaged cover identified was replaced. During archive data review, no significant discrepancy identified. Initial functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. No customer's autopulse li-ion batteries were returned for testing. The autopulse platform passed all the functional tests and it is ready for clinical use.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) will not turn on with several good fully charged autopulse li-ion batteries. No patient involvement.